Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. There is no further patient information provided due to privacy issues. The ticket search determined normal complaint activity for lot 10147ui00 and no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat high sensitive troponin-I reagent, lot 10147ui00.

Event description:
The customer reported falsely elevated architect troponin results on one male patient. The results provided were: on (B)(6) 2020 original sample = 249pg/ml / same patient, new draw 3 hours later = 10pg/ml / retest original sample = 10pg/ml (diagnostic cutoff male = 34.2pg/ml). There was no reported impact to patient management.